Manufacturer narrative:
Medical device continued: 6935 lead implanted (B)(6) 2014; 4076 lead implanted (B)(6) 2007.

Event description:
It was reported that the left ventricular (lv) lead dislodged and would not pace the left ventricle. The lead was removed. No patient complications have been reported as a result of this event.